Event description:
It was reported patient underwent an anterior cruciate ligament tibial procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to the tunneloc had backed out and was sitting on the tibia in a vertical position. The tunneloc was removed and no implant was used as the acl had healed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.